Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient has a bladder infection and she has spoken to her healthcare professional (hcp) about it, who gave her medications. On (B)(6) 2018, it was reported that the patient's handset screen displays "maximum setting". The controller stays at 0.1 and when the patient increases, she sees a message that the system is operating at max settings. The patient said she turned the controller on and off and turned therapy on and off. During troubleshooting, the patient decreased the stimulation to 0.0 then was able to increase to 0.2. It was indicated that the patient was on program 1 and has been since the evaluation started. She wasn't told when to change programs. It was recommended for the patient to leave the stimulation at 0.4. On (B)(6) the patient stated that her device was shocking her entire body even the outside of her body. She believes this is what caused her to bleed from her vaginal area. The patient met with her hcp and her device and controller replaced. It was noted that the issue was resolved at the time. There were no further complications or anticipations reported with this event.